Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found suture sleeve impressions on the proximal insulation at 16 cm from the connector end. The distal insulation was damaged in the same location which could have caused the reported noise problem. The damage found was consistent with that of the suture sleeve being tied down too tightly.

Event description:
It was reported that the lead exhibited noise. The lead was removed.